Manufacturer narrative:
Preliminary review of manufacturing records did not identify any pre-existing anomaly or non-conformity that could have contributed to reported issue. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026 due to shoulder dislocation. Previous surgery occurred on (B)(6) 2025 when original anatomic prosthesis was conversed to a reverse configuration due to rotator cuff failure (previously reported with MFR. 3008021110-2026-00073). Patient dislocated and the surgeon decided to perform a revision surgery since they could not reduce the dislocation of the reverse in other way. During revision, the pre-existing smr small/std connector +2mm (pn 1374.15.322, lot 2514593, sterilization (B)(4), glenosphere ø 36mm (pn 1374.09.111,lot 2515422, sterilization 2500135) and smr reverse liner + 6 mm (pn 1360.50.820, lot 23at40j, sterilization 2400057) were removed and replaced with new connector, eccentrical glenosphere dia40mm (pn 1376.09.041) and reverse liner retentive +3mm (pn 1365.50.816). Reverse liner was found dissociated from humeral body during revision. Surgery was completed as intended. Patient is male, date of birth (B)(6) 1951. The event occurred in the united states.